Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 19) during the loading sequence. Additionally, the customer received a cartridge alarm (cartridge alarm 1). Blood glucose was 250-300 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.